Event description:
It was reported that a dependent patient presented with several non-sustained noise episodes due to myopotential oversensing. Programming change was made. The patient will continue to be monitored.